Event description:
Information received from proctor case: (B)(4). Treatment of an unruptured saccular aneurysm located in the superior hypophyseal segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.75mm x 16mm) could not be released from the capture coil and it was removed from the patient by trapping the pipeline braid between the capture coil and the microcatheter. The procedure was successfully completed with another pipeline (4.25mm x 14mm). The patient¿s pru (p2y12 reaction unit) level was 180. Post procedural angiography showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil; however, the capture coil and pipeline braid were found damaged and may have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device has not been returned for evaluation; therefore, the event cause could not be determined.(B)(4)